Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14484. Related manufacturer reference number: 1627487-2021-14485. Related manufacturer reference number: 1627487-2021-14486. It was reported the patient was not receiving effective stimulation. Patient also reported having strange sensations/ pain on the right side of the head. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.